Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap was undamaged and the customer was able to rewind the pump. However, the pump alarmed with failed battery test during the phone call and the issue remained unresolved. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. All operating currents were within specification, the off no power alarm functioned properly, and no failed battery test alarm was noted. The insulin pump had a cracked reservoir tube.